Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while attempting to grasp the septal posterior leaflet, posterior leaflet got stuck on the top of the gripper. It was unable to lower the gripper. It was decided to remove the clip and was noted that one of the grippers was bent. Clip was replaced and procedure was completed. All steps were performed as per IFU. The final tr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.